Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Review of the most recent repair record determined the cutters did not meet the mesh test acceptable criteria; however, the product resolution is unknown. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that it is damaging the skin graft. No information provided regarding malfunction or patient impact. The cutter did not meet the mesh test acceptance criteria due to an incomplete cut. There was no adverse event reported as a result of this malfunction.